Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30 december 2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the system drawer auxiliary drawer 7 failed to stay closed. A field service engineer guided the customer in drawer recovery process through phone to resolve the issue. The system functioned as intended after the resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, system auxiliary drawer 7 failed to stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.